Manufacturer narrative:
The manufacturer previously reported a ventilator's active exhalation control module failed to work correctly. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's tubing that connects the active exhalation control module to the porting block adaptor was found to be disconnected. The device's tubing was reconnected to address the issue.

Event description:
The manufacturer received information alleging an active exhalation control module failed to work correctly. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.